Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6) 2010. According to the complainant the patient had a duodenal obstruction; however the anatomy was not particularly tortuous. The endoscope was inserted into the patient, and then the stent delivery was advanced over the guide wire and past the duodenal obstruction. During deployment, the deployment handle snapped. The nurse manipulated the catheter and was able to deploy the stent in a satisfactory position. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complaint indicated that the stent has been implanted; however the delivery system is available for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.